Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had motor error. Customer also stated that the drive support cap was normal and was not able to rewind the insulin pump. The customer was declined motor position encoder error. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and rewind test however, device was unable to prime at 2.5 lbs during prime or a33 test due to faulty force sensor resistor. Unable to verify motor error alarm due to faulty force sensor resistor. No unexpected rewind anomalies noted. The motor was tested out side of the device and passed.